Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual observations indicated this lead was returned severed. There were setscrew marks noted on all terminal connectors, the extracting stylet remained inside of the distal segment, and was stretched and twisted at the proximal end of the proximal shocking coil. Calcium deposits were noted over most of the screen mesh. The dircet current resistance test revealed that the returned segments of this lead were continuous. The increase in lead impedance could have been the result of the calcium deposits over the lead tip. Initial allegation not confirmed.

Event description:
Boston scientific received information that, during a revision procedure, it was observed this right ventricular (rv) lead had high out of range pacing impedance measurements. A fluoroscopic revision was performed, and no anomalies were noted. The device was disconnected, and measurements were taken with the pacing system analyzer (psa), which also revealed high out of range pacing impedance measurements, increased threshold measurements and poor morphology. The decision was made to explant the rv lead, and implant a new lead. All measurements were then within range. A defibrillation threshold (dft) test was performed, and induced arrhythmia's were converted back to sinus rhythm. The new system was implanted submuscular instead of subcutaneously. There were no adverse patient effects reported, and no allegations against the boston scientific product.